Manufacturer narrative:
Literature article attached: "echocardiographic-fluoroscopic fusion imaging improves interventionalists¿ learning curve for percutaneous left atrial appendage closure" summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including heart failure, chronic kidney disease, coronary artery disease, prior heart surgery, percutaneous coronary intervention, hypercholesterolemia, arterial hypertension, diabetes mellitus and chronic obstructive pulmonary disease. Some of the complications reported were unexpected medical intervention (blood transfusion, medication/desmopressin), bleeding and arrhythmia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "echocardiographic-fluoroscopic fusion imaging improves interventionalists¿ learning curve for percutaneous left atrial appendage closure", was reviewed. The article presented a retrospective, single center study that investigated the impact of fusion imaging (fi) on the left atrial appendage closure (laac) learning curve of two interventionalists. Devices included in this study were amplatzer amulet. The article concluded that the authors demonstrated that fi may improve the learning process of interventional cardiologists (ic). Fi may be beneficial especially during the first phase of training by facilitating three dimensional spatial understanding and orientation and thus providing more confidence to an ic in training. [The primary and corresponding author was tobias zeus, division of cardiology, pneumology and vascular medicine, university hospital düsseldorf, 40225 düsseldorf, germany, with corresponding email: zeus@med.uni-duesseldorf.de] the time frame of the study was from 2011 to 2022. A total of 237 patients were included in the study, of which all received an abbott device. The average age was between 74 and 78 years, the average weight was 80.1kg, and no information was provided regarding patient gender demographic. Comorbidities included heart failure, chronic kidney disease, coronary artery disease, prior heart surgery, percutaneous coronary intervention, hypercholesterolemia, arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease.